Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiv ing lioresal (1000 mcg/ml at 280 mcg/day) via an implantable pump for intractable spasticity. It was reported that the patient's pump became very loose in the pocket as the patient continued to gain weight. The healthcare providers were having an increasingly difficult time refilling the pump and they were afraid it would flip. They asked the surgeon to revise the pump pocket and put the pump up over the patient's ribs. There were no diagnostics performed as the pump was functioning correctly. During pocket revision, the pump was moved from lower abdomen to rib area. The issue was resolved at the time of report. The patient's weight and medical history were asked and will not be made available. The patient's status at the time of report was alive - no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.